Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device turned on but when the handpiece was connected the handpiece did not activate. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.